Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed a power error detected. The customer stated they had a total of 3 power error detected in one day. The customer stated that her blood glucose was normal and when she woke up the insulin pump was off. Troubleshooting was performed. The customer was advised to remove the battery from the insulin pump and monitor the notification light. The light did not immediately stop flashing. The customer was advised to go through a series of steps after the call to resolve the power error condition. The customer was advised to complete the 10 minutes insulin pump rest and that it would help resolve the issue. The device will not return for analysis.